Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for detected ventricular fibrillation (vf) that was probable atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.